Event description:
It was reported that the customer was admitted to the pediatric intensive care unit (picu) and had lost consciousness. Reportedly the cause was due to stacking boluses. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.